Event description:
The customer reports the blue hub on the medial lumen detached from the extension line of catheter. The nurse indicated that it did not appear to be pulled on to pop off. The catheter was in for approximately 24 hours.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. The juncture hub contained sutures on both suture wings. Visual examination revealed the medial luer hub was separated and not returned. The edges of separation on the lumen appeared rough and jagged, indicating undue force caused or contributed to the breakage. Visual examination of the medial luer hub could not be performed as it was not returned for evaluation. The total length of the catheter body measured to be 215 mm which is within specifications of 207-227 mm per product drawing. The inner diameter of the medial extrusion measured to be 0.057" which is within specifications of 0.055-0.059" per product drawing. The outer diameter of the medial extrusion measured to be 0.084" which is within specifications of 0.084-0.088" per product drawing. This indicates that the wall thickness measured within specifications. The distal and proximal lumens were flushed using a lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the distal and proximal luer hubs were fully secured to the extension lines. The IFU provided with this kit warns the user, "do not apply excessive force in removing spring wire guide or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." The customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. The medial luer was separated from the lumen and not returned for evaluation. The sample passed all relevant dimensional and functional testing. The probable root cause could not be determined without the luer hub. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports the blue hub on the medial lumen detached from the extension line of catheter. The nurse indicated that it did not appear to be pulled on to pop off. The catheter was in for approximately 24 hours.